Manufacturer narrative:
The manufacturing location for this product is OEM - (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd sharps coll 1.5qt red had assembly issues. The following information was provided by the initial reporter: the customer reported that the nurse attempted to assemble the product but the lid and the base could not be assembled properly.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-may-2022. H.6. Investigation: pictures and samples were received. According to the DHR review process; the result showed there were no issues reported like base damaged (deformed) during the manufacturing process of the lot number reported under this customer complaint (B)(4). A review of the ncmr¿s was performed; the result showed there was the last twelve months. According to the photos from the samples received in vh from customer, it can be seen the following: the upper lip of the sharps tub has been warped. The lot 1225912 was confirmed as manufactured by flex on 08/14/2021. No additional damages were observed on the collector base. According with this evidence, we can determine this issue as manufacturing related since this issue was generated due to mold issues. The mold had broken cores; therefore, it was being cooled with air causing deformation on the base. However, it was confirmed that mold was refurbished and replaced with new cores and cavities and it is currently running with water cooling. As part of this investigation, a review of customer complaint records was performed for this part number; according with the cc¿s records, there were five additional records received in the last twelve-month reporting base damaged.

Event description:
It was reported that 1 bd sharps coll 1.5qt red had assembly issues. The following information was provided by the initial reporter : the customer reported that the nurse attempted to assemble the product but the lid and the base could not be assembled properly.